Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of pain is listed in the prostyle instructions for use (IFU), potential adverse events, section 9.0, as a potential adverse event associated with use of the suture mediated closure devices. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported needle to cuff miss and difficulty removing the device appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. Further interaction with tissue or the suture caught in the foot likely contributed to the reported difficulty removing the device from the anatomy. The reported patient effect of pain is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an endovascular treatment procedure using a 6f sheath. Reportedly, a cuff miss occurred [device needles not engaging with the cuffs]. There were no issues closing the lever or foot; however, the attempt to remove the device was met with strong resistance, and the patient complained of pain. Additional anaesthesia was administered; however, as the patient was resistant to anesthesia, the pain persisted. The patient was transferred to the nearby facility where removal was attempted again, and the device was simply withdrawn without resistance. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.